Event description:
Cardioquip (cq) service was notified by a customer that their unit may possibly be contaminated. Hpc test results were received on (B)(6) 2024 that confirmed the device to be outside of specification, and thus contaminated.

Manufacturer narrative:
A cardioquip customer requested an internal water pathway replacement for their device to remediate any suspected contamination. Test results confirmed the device to be outside of cardioquip specifications on (B)(6) 2024. Following this cardioquip proceeded with the iwpr. This returned the device to full functionality and specification.